Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving dilaudid (10 mg/ml at 3.238 mg/day) via an implanted pump. The indication for use was non-malignant pain. The patient¿s medical history included kidney failure (one kidney never function; the other was functioning at 25% since 2006); multiple kidney infections, a car accident in 2004 which required surgical intervention; 4 crushed vertebrae that required fusion surgery; and an allergy to morphine. On (B)(6) 2015, it was reported that the patient¿s pump was flipped over at the pump refill visit on (B)(4) 2015. The pump was turned over manually. It did not hurt when the hcp (healthcare provider) turned it over. The pump was then refilled. The patient was told that if the pump needed to be turned over again, it would have to be ¿changed out.¿ the next pump refill was (B)(6) 2015. On (B)(6) 2015, additional information was received from the patient and it was reported that at the (B)(6) 2015 refill visit the pump had to be turned over again. The physician wanted to go back in and put ¿some stitches in it¿ on (B)(6) 2015. The patient was ¿afraid to go through this again with that doctor.¿ on (B)(6) 2015, additional information was received from the patient and it was reported that she didn¿t know why the pump flipped. At the refill, when they couldn¿t hit the port, they took an x-ray, and then they flipped it over. The patient also stated that she did not know the doctor and didn¿t trust him, but was told that he was the only one that would stitch up around the device he put in. It was going to be a day surgery. The patient didn¿t want the medicine changed; it had done well for her and was not the problem. The patient felt that doctor wasn¿t familiar with putting pumps in and that was the problem; she stated ¿that¿s just my opinion, but I¿m scared for him to go back in again, but they say I don¿t have a choice.¿

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient currently receiving dilaudid (10 mg/ml at 3.238 mg/day) via an implanted pump. The indication for use was non-malignant pain. The patient's medical history included kidney failure (one kidney never function; the other was functioning at 25% since 2006); multiple kidney infections, a car accident in 2004 which required surgical intervention; 4 crushed vertebrae that required fusion surgery; and an allergy to morphine. On (B)(6) 2015, the patient had surgery to turn the pump over and to place a stitch around the pump so that it wouldn't flip. The patient was told that when they flip the pump over, a "t would be broken"; it was unknown what a "t" was in reference to. When the healthcare provider went in on (B)(6) 2015, they found that the "t" was broken (see manufacturer's report number 3007566237-2015-03961), but the company representative had one. No specific patient symptom was reported related to the broken "t." On (B)(6) 2015 (reported as "that saturday"), the patient went to surgery to fix it. Additional information regarding the patient's physician was requested, to allow for additional follow-up, as the patient did not have information on what a "t" was in reference to. On (B)(6) 2015, additional information received from the company representative reported that, on (B)(6) 2015, they had used an 8731 sc catheter to replace a portion of the pump segment. It was assumed that the "t" was meant to be the connector; the hcp did not access the spine entry site. On (B)(6) 2015, it was subsequently reported that they had replaced the connector piece on (B)(6) 2015, because the hcp though the piece looked either old or stretched. The catheter was not aspirated during the surgery, and no additional programming occurred. There was no additional information reported regarding the event.

Event description:
On (B)(6) 2015, information from a consumer reported that, on (B)(6) 2015 (also reported as "on a friday"), the patient had surgery to turn the pump over and the healthcare provider (hcp) had stitched around the pump, so it would not flip.

Event description:
Additional information later received reported that the pump had to be flipped every time (3) the patient had it filled after it was put in the first time it was so deep. This was before the second surgery the patient had. The patient had surgery on (B)(6) 2015 and the physician had to go back and do another surgery on ¿(B)(6) 2015¿ because he did not have the part he needed. The patient stated that they went back on (B)(6) 2015 to have their pump filled and it was ¿ok¿. The patient was trying to find another doctor to fill their pump as the patient¿s healthcare provider was not going to fill them any more after (B)(6) 2015. The patient was hoping to find one closer. The patient has had to drive to (B)(6) for seven years and it was a 9 hour drive.

Event description:
Additional information was reported by the consumer on 2016-01-21. It was reported that the at last revision ((B)(6)) the catheter was not connected. Further follow up was done to determine the cause of the disconnect and if any troubleshooting was done related to the event.